Event description:
The compression was on the contralateral limb, not on the bifurcated stent graft as previously reported.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six weeks ago. The distal aorta was 20 mm in length and heavily calcified. It was reported that during a routine follow up one month post implant, the CT imaging revealed a compression of the contralateral limb and the patient is not symptomatic. The flow lumen is about 4-5mm and there is a small amount of thrombus in the limb. The decision was made to bring the patient back for evaluation at a later date and then the decision will be made regarding intervention. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (small, heavily calcified distal aorta), device failure/lack of effectiveness related to patient condition (small, heavily calcified distal aorta).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion), 317 patient's condition affected effectiveness of device (heavily calcified distal aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (heavily calcified distal aorta).